Manufacturer narrative:
The t:slim g4 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple usb cables and power sources. The customer¿s blood glucose (bg) level was 63 (mg/dl) the morning of the report. Reportedly, the low bg level was due to the customer overcorrecting via the pump for food consumed. Food was consumed to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.